Event description:
It was reported that during a biopsy procedure, the device allegedly had break. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore disposable core biopsy instrument was received for the evaluation. On visual evaluation, device appeared to have residue on the needle, and was received with protective tubing and yellow guard attached to the needle. The device was received with both slides in their initial positions. No break was noted on the device and no other visual anomalies were identified. On functional evaluation, the top and bottom slides were successfully locked into the place without any issues. Further, the device was able to be fully primed with no issues. The device was further tested by cocking and firing the device 3 times in a chicken breast with each trigger, for a total of 6 tests. The device was able to prime and fire properly. All 6 samples were obtained with no issues. Therefore, the investigation is determined to be unconfirmed for the reported break issue, as no break was noted on the returned device during the visual evaluation. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. Expiry date: 09/2024.